Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was unable to be duplicated both shutting down and no alarm, so the original complaint issue was not able to be confirmed. Stopped working not duplicated. Inspected and tested for 20+ hours with no functional problem.

Event description:
Provider states that the unit has stopped working. No alarms sounded.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the unit has stopped working. No alarms sounded.